Event description:
A company rep reported that a physician's programming system was having communication issues, as it was taking a long time to communicate with generators which had been occurring for "a long time." There were a few instances when the communication was interrupted, but it was then able to communicate after a long delay in the progression of the communication bar. The site has two other programming systems that were not having the same problem and reportedly communicate much faster. The wand battery was checked and confirmed to be staying on for >25 sec. When the wands were changed (using one of the other programming systems in the office), the issue occurred again with the same computer. The old wand performed faster on the new system. The rep confirmed that the site has a lot of pts and uses their computers frequently. However, no pts were reported to have been affected. The computer and flashcard were received by the MFR with the reason marked as "delay upon interrogation." Product analysis of the computer and software was completed and approved on (B)(4) 2011. No anomalies were found with the software. It performed according to functional specs. However, analysis of the computer confirmed intermittent ground connection in the power receptacle of the computer serial data cable preventing charging of the battery. The cause was determined to be the electrical spring contact that does not extend outward enough to make a reliable contact with the receptacle.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.